Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to faulty g1 board. Since no further information could be obtained, we could not identify the cause of the faulty g1 board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed and was noted to be due to a g1 board failure. During evaluation, it was observed, scratches were noted on the screen, the screen coating was peeling, and the rear panel was damaged. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, during inspection, the power of the high-definition lcd monitor went off and came back on after a while. There was no harm or user injury reported due to the event.